Event description:
A surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). During the case, the rio arm was freezing up and displayed error messages. There was a minimal case delay of approximately 5 minutes when the makoplasty specialist performed troubleshooting activities. The outcome of the case was successful.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated at mako surgical. A mako field service engineer conducted on-site testing of the rio. He was able to confirm the alleged failure of the robotic arm. The field service engineer resolved the issue on-site. Additionally, the field service engineer was able to confirm that the robotic arm no longer drifts. A supplemental report will be filed if additional information is obtained in the future.

Manufacturer narrative:
Follow-up submitted to update correct catalog number.

Event description:
A surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). During the case, the rio arm was freezing up and displayed error messages. There was a minimal case delay of approximately 5 minutes when the makoplasty specialist performed troubleshooting activities. The outcome of the case was successful.